Manufacturer narrative:
Additional procode: lxt. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part # 380.008, synthes lot # h055150, supplier lot # na, release to warehouse date: march 10, 2016, manufactured by synthes (B)(4), no ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020 that the large open adjustable clamp was unable to clamp firmly. There was no patient consequence. There is no further information available. This report is for one (1) large ex-fix open adj clamp mr-conditional. This is report 1 of 1 for (B)(4).